Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies in drawer 1.1 were failing. A field service engineer (fse) found that multiple cubies in the drawer were in the storage space configuration. The hardware test application showed all cubies. The fse reseated the rowboard cable, retractor band cable, and pyxibus cable, checked the cables for damage, and confirmed that all cubies were registering. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawers was failing. The customer stated that this malfunction occurred while the nurses were trying to pull medication to the patient care. There were no adverse events or injuries reported based on this event.